Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'droplets in tube' with the incident lot was not observed. Evaluation of the photograph provided showed tubes with normal droplets of additive on the tube wall. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced foreign matter in tube; biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: we received customer query as he noted that the tubes seem to have droplets of liquid in them when we examined different tubes from you we also noted they contain liquid droplets on the walls or in some cases powder.